Manufacturer narrative:
An fse (field service engineer) was dispatched to the customer site to ascertain the cause of the issue. The fse identified a defective wash station valve and replaced the defective part. Validation testing was completed and all results recovered within specification. Internal beckman coulter identifier is (B)(6).

Event description:
On the (B)(6) 2015 a customer in finland reported to beckman coulter the generation of erroneous ((B)(6)) latex patient results on their au680. The results were released outside the lab. There was no report of a change to patient treatment. Quality control results were within specification. No sample information was provided by the customer. Reference MDR 9612296-2015-00097 for (B)(6) 2015 event.